Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment was damaged and the threads on the battery cap were stripped. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings: visual inspection of the pump found some cosmetic damages. It was observed that the threads of the battery cap were stripped/damaged. The battery compartment was undamaged. The battery cap was unable to tighten properly and a test battery cap was used in the investigation. The pump powered up to the verify screen with the appropriate audible and vibratory features. All the buttons functioned properly.